Manufacturer narrative:
Additional information was received that the competitor¿s pain pump was implanted on (B)(6) 2015. According to the physician, the pain pump was still in use at the time of the event and did not undergo current/recent servicing. The physician does not know if the abscess was at the scs pocket site or the pain pump pocket site.

Event description:
A report was received that the patient was admitted to the hospital due to a pocket abscess. The patient¿s symptoms were reportedly an infection, fever, incision site drainage and altered mental status. The staphylococcus aureus infection was treated with IV antibiotics (vancomycin, meropenem, and amphotericin). On (B)(6) 2017, the patient underwent an explant procedure where all the devices and a competitors pain pump were removed. Following the explant procedure, the patient developed spinal meningitis that went intrathecal and the patient subsequently passed away on (B)(6) 2017. The physician indicated that the patient had comorbidities that may have made him more vulnerable to infection. There may have been a sign of wound infection at the implant site, and it may have been due to the scs implant procedure. The physician also stated that the infection may be related to the indwelling pain pump or to any other spinal intervention administered to the patient. Device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2408-56 serial/lot: (B)(4) description: avista MRI perc lead kit, 56 cm a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was admitted to the hospital due to a pocket abscess. The patient¿s symptoms were reportedly an infection, fever, incision site drainage and altered mental status. The (B)(6) infection was treated with IV antibiotics (vancomycin, meropenem, and amphotericin). On (B)(6) 2017, the patient underwent an explant procedure where all the devices and a competitors pain pump were removed. Following the explant procedure, the patient developed spinal meningitis that went intrathecal and the patient subsequently passed away on (B)(6) 2017. The physician indicated that the patient had comorbidities that may have made him more vulnerable to infection. There may have been a sign of wound infection at the implant site, and it may have been due to the scs implant procedure. The physician also stated that the infection may be related to the indwelling pain pump or to any other spinal intervention administered to the patient. Device malfunction was not suspected.